Manufacturer narrative:
Conclusions - it is known that there is a space between the pt table and the magnet cover where the finger pinching may occur. To mitigate this potential harm, a switch plate between the table top and facade was designed to stop the pt table should something (e.g. A finger) come in contact with it. Further, arm rests are provided with each scanner, which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the pt's arms do not 'dangle' outside the edge of the table top - creating a hazardous situation. Therefore, we believe that with the current design and the appropriate application of the arm rests and operator attention as describe in the instructions for use, the philips MRI scanner does not pose a significant risk to the user or the pts.

Event description:
Problem: the pt was having a mr procedure. The pt's left hand's little finger got caught between the table top and the magnet cover. The finger was cut, and then required stitches.